Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. Correction: d1 - brand name:d1 - brand name: initial: architect hbsag reagent kit / updated to architect hbsag qualitative ii reagent kit d4 - catalog #: initial: 06c36-29 / updated to d4 - catalog # 02g22-25 d4 - primary UDI number: initial: (B)(4)/ updated to (B)(4).

Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (B)(6) 2024) documented false negative architect hbsag (5 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results. There was no impact to patient management reported.

Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (Feb 2024) documented false negative architect hbsag (5 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. Correction: d1 - brand name:d1 - brand name: initial: architect hbsag reagent kit / updated to architect hbsag qualitative ii reagent kit d4 - catalog #: initial: 06c36-29 / updated to d4 - catalog # 02g22-25 d4 - primary UDI number: initial:(B)(4)/ updated to (B)(4) h6 - adverse event problem- medical device problem code: corrected to (B)(6).

Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (Feb 2024) documented false negative architect hbsag (5 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number could not be performed as the lot number is unknown. The review of tracking and trending did not identify any related trends. A device history record was reviewed and did not identify any non-conformances or deviations associated with the list number and complaint issue. Labeling was reviewed and adequately addresses the issue. The observed specificity in this study met the product design specificity criterion of > 99.5% on blood donor specimens. No testing of samples by any other immunoassay was documented in this publication, therefore no results discrepant with other immunoassay test results were documented. The product package insert documents that a total of 126 pre-selected specimens from acute and chronic hbv infections were assessed. The lower 95% sensitivity level with this group was 97.11%, therefore the results sensitivity performance was above this lower confidence level. Immunoassays may not detect all samples as reactive due to low concentrations of analyte following infection. The combination of both nat and serological testing enhances transfusion safety and quality as they complement each other. False nonreactive results may occur due to the presence of mutations. Per the product package insert, the hepatitis b virus is subject to a mutation rate 10 times higher than the mutation rate of other dna viruses. Some of these mutations may cause changes in the antigenic structure of hbsag, resulting in epitopes that are no longer recognized by anti-hbs. Hbsag mutants have been reported in a wide range of patient populations, including blood donors, vaccine recipients, renal dialysis patients, orthotopic liver transplant recipients, infants born to hbsag-positive mothers and patients undergoing nucleoside analog treatment for hbv. The architect hbsag qualitative ii assay is designed to have the ability to better detect (as reactive) the hbsag mutant thr-123-ala and to have the equivalent or better ability to detect (as reactive) other hbsag mutants when compared to the comparator assay, however the presence of some hbsag mutations may result in a less favorable outcome in some patients and false negative results in some hbsag assays. False nonreactive results may also occur as a result of reagent or sample integrity issues or instrumentation issues at time of testing. Further details regarding sample and reagent handling are outlined within the product package insert while the architect operations manual provides details on potential causes of erratic results. Based on the investigation, no systemic issue or product investigation of the architect hbsag qualitative ii reagent kit, list 02g22, was identified.

Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (Feb 2024) documented false negative architect hbsag (5 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results. There was no impact to patient management reported.